Event description:
It was reported that there was a black fiber inside the balloon of a small volume intermate. This was noted after compounding with colistimethate. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot was manufactured november 11, 2014-november 13, 2014.the device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.